Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of erosion is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "prominent areas of protrusion."

Event description:
Healthcare professional reported left side "ridge in implant." Healthcare professional later reported "folding in the breast pocket causing prominent areas of protrusion and implant palpability along the medical and lateral breast. Which lead to notable discomfort for the patient." The device has been explanted.